Event description:
On (B)(6) 2012, customer reported that the dxc 600i instrument generated false high sodium (na), calcium (calc) and/or low chloride (cl) results on 12 patient samples. Results were reported out of the lab. When the issue was noticed, 20 samples were repeated on another dxc in the lab and 12 reports amended. Customer was not aware of any patients that had treatment impacted due to the erroneous patient results. Quality control (qc) on the day of the event showed the same variability as the patients. Prior to the event, qc was within lab-established ranges. After the event, na and calc were high, and cl was low. Field service engineer (fse) inspected the instrument and decontaminated the system and changed the carbon bridge and na electrodes. Fse verified instrument performance. No further problems were reported.

Manufacturer narrative:
Results: fse replaced the carbon bridge.